Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mr and tissue damage (leaflet perforation), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported partial clip movement on the leaflets appears to be related to procedural conditions and due to the leaflet perforation, which was caused by the clip during grasping. The reported patient effect of unchanged mr was likely a secondary effect of the leaflet perforation, as the mr was noted to increase after the perforation was observed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the leaflet injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted successfully reducing mr to 1-2. Due to a remaining jet after the first two clips were implanted, a third clip (cds 70221u183) was advanced into the anatomy. Grasping was performed and the clip was implanted, it was noted that the clip arm tore the posterior leaflet and the clip was very mobile; mr returned to 3-4. A fourth clip was advanced into the anatomy to stabilize the third clip and to further reduce mr. The clip was implanted; however, mr remained 3-4. The decision was made to discontinue the procedure and mitral valve replacement was performed. The patient remained stable throughout both procedures. No additional information was provided.